Manufacturer narrative:
(B)(4). Concomitant medical products: sheath: 6 french slender sheath, stent: two 8.0 mm omnilink elites. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that two 8.0 mm diameter omnilink elite stents were implanted in the patient. A third omnilink elite stent, a 9.0x29 mm, was successfully deployed in the left iliac graft through a 6 french sheath through the arm access site. During removal of the stent delivery system (sds), the sds became stuck in the sheath. The sds balloon separated from the catheter, but the balloon remained in the sheath. The separated balloon was removed with the sheath. A 7 french sheath was used to complete the procedure with two additional 9.0 omnilink elite stents. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned device. The reported resistance and separation was confirmed. It is likely that the resistance was due to interaction with the wrinkled portion of the sheath. There was no resistance noted during advancement and removal of the first two omnilink elite stents, suggesting that the damage to the sheath likely occurred during positioning of the third omnilink elite stent. The investigation determined that the reported difficulties appear to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.